Event description:
It was reported that the patient had a pulmonary embolism in the recovery room after surgery. The issue was unrelated to the lead placement for the ¿advanced test.¿ it was noted that hospitalization was required as a result of the event. There were no symptoms associated with the event. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# va098v7, implanted: 2013-(B)(6), product type lead. (B)(4).